Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic area') in a 30-year-old female patient who had essure (batch no. He013ea) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device in 2013, obesity (bmi: 38.43), rash (rash - under arms), bladder infection, folliculitis, dermatitis mycoid, blood prolactin abnormal, vomiting blood, cystitis, urinary tract infection, nausea, vomiting, malaise, fatigue, neck pain, back pain, abdominal tenderness, pain epigastric, anxiety, chlamydial infection, seizure, stiffness, bruxism, bacterial vaginosis, itching, epilepsy, fever, coughing, dizzy, diarrhea, ache, nasal congestion, burning sensation, choledocholithiasis, gallbladder removal, flank pain, pyelonephritis, shoulder pain, diphtheria, shortness of breath, lower extremity dysfunction, suicidal ideation, homicidal ideation, panic attack, oligomenorrhea, mixed incontinence, ankle edema, vaginal itching, fungal infection, hematuria, gonorrhea, appetite lost, runny nose and hives. There is a separate metal coil device with two coils. The longest coil measures 8.2 cm in length and 0.1 cm in diameter. The shorter coil measures 3.3 cm in length and 0.1 cm in diameter. Left fallopian tube with essure device: it consists of a fallopian tube that measures 5.5 x 1.5 x 1.1 cm. There is a separate metal coil device with two coils. The longest coil measures 6.7 cm in length and 0.1 cm in diameter. The shorter coil measures 3.5 cm in length and 0.1 cm in diameter. Right: 6 coils left: 5 coils; tubal spasm initially noted on left tube; after adjustment of camera, placement was easily done. Previously administered products included for an unreported indication: doxycycline monohydrate, nexplanon, cyclobenzaprine, diclofenac sodium, meloxicam, nabumetone, nexplanon, tramadol, ibuprofen, meloxicam, nabumetone, oxybutinin, mirena, ibuprofen, amoxicillin, tylenol, sprintec, zofran, diphtheria and prednisone. Concurrent conditions included vaginal swelling and ringing in ears. Concomitant products included sertraline hydrochloride (zoloft) since 2008 for depression and anxiety as well as amoxicillin from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol;norgestimate (sprintec) since 2013 to (B)(6) 2018, etonogestrel (nexplanon) from 2014 to 2015, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018 and tramadol since (B)(6) 2018. In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("allergic or hypersensitivity reaction type: contact dermatitis due to metal"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced allergy to metals ("platinum/ nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and hypersensitivity had resolved and the fatigue, allergy to metals, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight decreased, dermatitis contact and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, essure: left tube: 6 coils, right tube: 5 coils this patient experienced pregnancy under mirena which has been captured under case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was. Successfully occluded.; on (B)(6) 2018: total bilateral occlusion. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal haemorrhage, pelvic pain, depression, anxiety and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection ,uti, vaginal infection, vaginal discharge, hair loss,allergic reaction were added. Event outcome of pain, bladder/urinary problems, allergic reaction were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic area') in a 30-year-old female patient who had essure (batch no. He013ea) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device in 2013, obesity (bmi: 38.43), rash (rash - under arms), bladder infection, folliculitis, dermatitis mycoid, blood prolactin abnormal, vomiting blood, cystitis, urinary tract infection, nausea, vomiting, malaise, fatigue, neck pain, back pain, abdominal tenderness, pain epigastric, anxiety, chlamydial infection, seizure, stiffness, bruxism, bacterial vaginosis, itching, epilepsy, fever, coughing, dizzy, diarrhea, ache, nasal congestion, burning sensation, choledocholithiasis, gallbladder removal, flank pain, pyelonephritis, shoulder pain, diphtheria, shortness of breath, lower extremity dysfunction, suicidal ideation, homicidal ideation, panic attack, oligomenorrhea, mixed incontinence, ankle edema, vaginal itching, fungal infection, hematuria, gonorrhea, appetite lost, runny nose and hives. There is a separate metal coil device with two coils. The longest coil measures 8.2 cm in length and 0.1 cm in diameter. The shorter coil measures 3.3 cm in length and 0.1 cm in diameter. Left fallopian tube with essure device: it consists of a fallopian tube that measures 5.5 x 1.5 x 1.1 cm. There is a separate metal coil device with two coils. The longest coil measures 6.7 cm in length and 0.1 cm in diameter. The shorter coil measures 3.5 cm in length and 0.1 cm in diameter. Right: 6 coils left: 5 coils; tubal spasm initially noted on left tube; after adjustment of camera, placement was easily done. Previously administered products included for an unreported indication: doxycycline monohydrate, nexplanon, cyclobenzaprine, diclofenac sodium, meloxicam, nabumetone, nexplanon, tramadol, ibuprofen, meloxicam, nabumetone, oxybutinin, mirena, ibuprofen, amoxicillin, tylenol, sprintec, zofran, diphtheria and prednisone. Concurrent conditions included vaginal swelling and ringing in ears. Concomitant products included sertraline hydrochloride (zoloft) since 2008 for depression and anxiety as well as amoxicillin from (B)(6) 2018, ethinylestradiol;norgestimate (sprintec) since 2013 to (B)(6) 2018, etonogestrel (nexplanon) from 2014 to 2015, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2018, ibuprofen from (B)(6) 2018 and tramadol since (B)(6) 2018. In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("allergic or hypersensitivity reaction type: contact dermatitis due to metal"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced allergy to metals ("platinum/ nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and hypersensitivity had resolved and the fatigue, allergy to metals, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight decreased, dermatitis contact and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, essure: left tube: 6 coils, right tube: 5 coils this patient experienced pregnancy under mirena which has been captured under case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.; on (B)(6) 2018: total bilateral occlusion.. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal haemorrhage, pelvic pain, depression, anxiety and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Reporters information were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic area') in a 30-year-old female patient who had essure (batch no. He013ea) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device in 2013, obesity (bmi: 38.43), rash (rash - under arms), bladder infection, folliculitis, dermatitis mycoid, blood prolactin abnormal, vomiting blood, cystitis, urinary tract infection, nausea, vomiting, malaise, fatigue, neck pain, back pain, abdominal tenderness, pain epigastric, anxiety, chlamydial infection, seizure, stiffness, bruxism, bacterial vaginosis, itching, epilepsy, fever, coughing, dizzy, diarrhea, ache, nasal congestion, burning sensation, choledocholithiasis, gallbladder removal, flank pain, pyelonephritis, shoulder pain, diphtheria, shortness of breath, lower extremity dysfunction, suicidal ideation, homicidal ideation, panic attack, oligomenorrhea, mixed incontinence, ankle edema, vaginal itching, fungal infection, hematuria, gonorrhea, appetite lost, runny nose and hives. There is a separate metal coil device with two coils. The longest coil measures 8.2 cm in length and 0.1 cm in diameter. The shorter coil measures 3.3 cm in length and 0.1 cm in diameter. Left fallopian tube with essure device: it consists of a fallopian tube that measures 5.5 x 1.5 x 1.1 cm. There is a separate metal coil device with two coils. The longest coil measures 6.7 cm in length and 0.1 cm in diameter. The shorter coil measures 3.5 cm in length and 0.1 cm in diameter. Right: 6 coils left: 5 coils; tubal spasm initially noted on left tube; after adjustment of camera, placement was easily done. Previously administered products included for an unreported indication: doxycycline monohydrate, nexplanon, cyclobenzaprine, diclofenac sodium, meloxicam, nabumetone, nexplanon, tramadol, ibuprofen, meloxicam, nabumetone, oxybutinin, mirena, ibuprofen, amoxicillin, tylenol, sprintec, zofran, diphtheria and prednisone. Concurrent conditions included vaginal swelling and ringing in ears. Concomitant products included sertraline hydrochloride (zoloft) since 2008 for depression and anxiety as well as amoxicillin from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol;norgestimate (sprintec) since 2013 to (B)(6) 2018, etonogestrel (nexplanon) from 2014 to 2015, hydrocodone bitartrate;paracetamol (norco) since (B)(6)2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018 and tramadol since (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("allergic or hypersensitivity reaction type: contact dermatitis due to metal"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced allergy to metals ("platinum/ nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and hypersensitivity had resolved and the fatigue, allergy to metals, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight decreased, dermatitis contact and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, essure: left tube: 6 coils, right tube: 5 coils this patient experienced pregnancy under mirena which has been captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.; on (B)(6) 2018: total bilateral occlusion.. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal haemorrhage, pelvic pain, depression, anxiety and fatigue. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic area') in a 30-year-old female patient who had essure (batch no. He013ea) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device in 2013, obesity (bmi: 38.43), rash (rash - under arms), bladder infection, folliculitis, dermatitis mycoid, blood prolactin abnormal, vomiting blood, cystitis, urinary tract infection, nausea, vomiting, malaise, fatigue, neck pain, back pain, abdominal tenderness, pain epigastric, anxiety, chlamydial infection, seizure, stiffness, bruxism, bacterial vaginosis, itching, epilepsy, fever, coughing, dizzy, diarrhea, ache, nasal congestion, burning sensation, choledocholithiasis, gallbladder removal, flank pain, pyelonephritis, shoulder pain, diphtheria, shortness of breath, lower extremity dysfunction, suicidal ideation, homicidal ideation, panic attack, oligomenorrhea, mixed incontinence, ankle edema, vaginal itching, fungal infection, hematuria, gonorrhea, appetite lost, runny nose and hives. There is a separate metal coil device with two coils. The longest coil measures 8.2 cm in length and 0.1 cm in diameter. The shorter coil measures 3.3 cm in length and 0.1 cm in diameter. Left fallopian tube with essure device: it consists of a fallopian tube that measures 5.5 x 1.5 x 1.1 cm. There is a separate metal coil device with two coils. The longest coil measures 6.7 cm in length and 0.1 cm in diameter. The shorter coil measures 3.5 cm in length and 0.1 cm in diameter. Right: 6 coils left: 5 coils; tubal spasm initially noted on left tube; after adjustment of camera, placement was easily done. Previously administered products included for an unreported indication: doxycycline monohydrate, nexplanon, cyclobenzaprine, diclofenac sodium, meloxicam, nabumetone, nexplanon, tramadol, ibuprofen, meloxicam, nabumetone, oxybutinin, mirena, ibuprofen, amoxicillin, tylenol, sprintec, zofran, diphtheria and prednisone. Concurrent conditions included vaginal swelling and ringing in ears. Concomitant products included amoxicillin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2018, ibuprofen since (B)(6) 2018, sertraline hydrochloride (zoloft) since 2008 and tramadol since (B)(6) 2018. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"), 5 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced allergy to metals ("platinum/ nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, fatigue, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, essure: left tube: 6 coils, right tube: 5 coils this patient experienced pregnancy under mirena which has been captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.; on (B)(6) 2018: total bilateral occlusion.. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal haemorrhage, pelvic pain, depression, anxiety and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jun-2019: quality-safety evaluation of product technical compliant. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic area') in a 30-year-old female patient who had essure (batch no. He013ea) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device in 2013, obesity (bmi: 38.43), rash (rash - under arms), bladder infection, folliculitis, dermatitis mycoid, blood prolactin abnormal, vomiting blood, cystitis, urinary tract infection, nausea, vomiting, malaise, fatigue, neck pain, back pain, abdominal tenderness, pain epigastric, anxiety, chlamydial infection, seizure, stiffness, bruxism, bacterial vaginosis, itching, epilepsy, fever, coughing, dizzy, diarrhea, ache, nasal congestion, burning sensation, choledocholithiasis, gallbladder removal, flank pain, pyelonephritis, shoulder pain, diphtheria, shortness of breath, lower extremity dysfunction, suicidal ideation, homicidal ideation, panic attack, oligomenorrhea, mixed incontinence, ankle edema, vaginal itching, fungal infection, hematuria, gonorrhea, appetite lost, runny nose and hives. There is a separate metal coil device with two coils. The longest coil measures 8.2 cm in length and 0.1 cm in diameter. The shorter coil measures 3.3 cm in length and 0.1 cm in diameter. Left fallopian tube with essure device: it consists of a fallopian tube that measures 5.5 x 1.5 x 1.1 cm. There is a separate metal coil device with two coils. The longest coil measures 6.7 cm in length and 0.1 cm in diameter. The shorter coil measures 3.5 cm in length and 0.1 cm in diameter. Right: 6 coils left: 5 coils; tubal spasm initially noted on left tube; after adjustment of camera, placement was easily done. Previously administered products included for an unreported indication: doxycycline monohydrate, nexplanon, cyclobenzaprine, diclofenac sodium, meloxicam, nabumetone, nexplanon, tramadol, ibuprofen, meloxicam, nabumetone, oxybutinin, mirena, ibuprofen, amoxicillin, tylenol, sprintec, zofran, diphtheria and prednisone. Concurrent conditions included vaginal swelling and ringing in ears. Concomitant products included sertraline hydrochloride (zoloft) since 2008 for depression and anxiety as well as amoxicillin from (B)(6)2018 to (B)(6)2018, ethinylestradiol;norgestimate (sprintec) since 2013 to (B)(6)2018, etonogestrel (nexplanon) from 2014 to 2015, hydrocodone bitartrate;paracetamol (norco) since (B)(6)2018, ibuprofen from (B)(6)2018 to (B)(6)2018 and tramadol since (B)(6)2018. In (B)(6)2018, the patient was found to have weight decreased ("weight loss"). On (B)(6)2018, the patient had essure inserted. On (B)(6)2018, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis contact ("allergic or hypersensitivity reaction type: contact dermatitis due to metal"). On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6)2018, the patient experienced allergy to metals ("platinum/ nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, fatigue, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight decreased and dermatitis contact outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6)-2018, essure: left tube: 6 coils, right tube: 5 coils this patient experienced pregnancy under mirena which has been captured under case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6)2018: essure device was successfully occluded.; on (B)(6)-2018: total bilateral occlusion.. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal haemorrhage, pelvic pain, depression, anxiety and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet was received. Events added from pfs- contact dermatitis due to metal. Reporter information, concomitant drug were added. Events onset date were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic area') in a (B)(6) year-old female patient who had essure (batch no. He013ea) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device in 2013, obesity (bmi: 38.43), rash (rash - under arms), bladder infection, folliculitis, dermatitis mycoid, prolactin, vomiting blood, cystitis, urinary tract infection, nausea, vomiting, malaise, fatigue, neck pain, back pain, abdominal tenderness, pain epigastric, anxiety, chlamydial infection, seizure, stiffness, bruxism, bacterial vaginosis, itching, epilepsy, fever, coughing, dizzy, diarrhea, ache, nasal congestion, burning sensation, choledocholithiasis, gallbladder removal, flank pain, pyelonephritis, shoulder pain, diphtheria, shortness of breath, lower extremity dysfunction, suicidal ideation, homicidal ideation, panic attack, oligomenorrhea, mixed incontinence, ankle edema, vaginal itching, fungal infection, hematuria, gonorrhea, appetite lost, runny nose and hives. There is a separate metal coil device with two coils. The longest coil measures 8.2 cm in length and 0.1 cm in diameter. The shorter coil measures 3.3 cm in length and 0.1 cm in diameter. Left fallopian tube with essure device: it consists of a fallopian tube that measures 5.5 x 1.5 x 1.1 cm. There is a separate metal coil device with two coils. The longest coil measures 6.7 cm in length and 0.1 cm in diameter. The shorter coil measures 3.5 cm in length and 0.1 cm in diameter. Right: 6 coils left: 5 coils; tubal spasm initially noted on left tube; after adjustment of camera, placement was easily done. Previously administered products included for an unreported indication: doxycycline monohydrate, nexplanon, cyclobenzaprine, diclofenac sodium, meloxicam, nabumetone, nexplanon, tramadol, ibuprofen, meloxicam, nabumetone, oxybutinin, mirena, ibuprofen, amoxicillin, tylenol, sprintec, zofran, diphtheria and prednisone. Concurrent conditions included vaginal swelling and ringing in ears. Concomitant products included amoxicillin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2018, ibuprofen since (B)(6) 2018, sertraline hydrochloride (zoloft) since 2008 and tramadol since (B)(6) 2018. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"), 5 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced allergy to metals ("platinum/ nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, fatigue, menorrhagia, allergy to metals, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018, essure: left tube: 6 coils, right tube: 5 coils this patient experienced pregnancy under mirena which has been captured under case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.; on (B)(6) 2018: total bilateral occlusion. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal haemorrhage, pelvic pain, depression, anxiety and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and medical record received. This case became incident. Previously reported event "began to complications" was clarified to specified events reported in pfs - pelvic pain/pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), anxiety, depression and mental anguish, migraines, headaches, nausea, dysmenorrhea, dyspareunia, fatigue, weight loss, platinum/ nickel allergy. Essure lot number added. Patient¿s medical history, lab test and concomitant drugs added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.